Manufacturer narrative:
(B)(4). The customer reported that they evaluated the ventilator and replaced the power supply. The ventilator then passed all testing.

Event description:
It was reported that a ventilator display was blank. There was no patient involvement.

Manufacturer narrative:
(B)(4).